Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with high in range defibrillation impedance on their right ventricular lead. It was noted that the impedance had a high alert that started in 2017. No intervention was reported. The patient was stable, but was recovering from pneumonia.